Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported coating on the wire sheared off during a procedure. The following information was reported by the medical facility: the hydrophilic coating of the wire sheared off when they pulled it back through a trailblazer and the wire would not advance; the hydrophilic coating came off back at the sheath and refers to the urethane outer layer; they could not advance the glide wire through the trailblazer and so they pulled the glide wire back and then that part of the wire sheared; the procedure outcome was fine; the patient's condition is very good; and there was no reported blood loss. Additional information was received on 06-06-2017. There was no blood loss reported. The patient is fine. Additional information received on june 8, 2017 describes the coating to be polyurethane coating. No intervention was needed as it came off outside of the body.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the completed evaluation. (B)(4). The actual device was returned the manufacturing facility for evaluation. Visual inspection of the actual device revealed that the urethane outer layer had been peeled off the shaft on approximately 1075mm - 1105mm from the distal end of the device, where the core wire was noted to be exposed. Magnifying inspection of the urethane outer layer peeled-segment revealed damage of the urethane outer layer at approximately 1075mm from the distal end of the device. The peeled portion of the urethane outer layer had been rolled back in the proximal direction over the wire. The peeled portion of the urethane outer layer measured approximately 30mm, which is equivalent to the length of the exposed portion of the core wire. These findings verify that no portion of the urethane outer layer was missing from the actual sample. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the investigation. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.